Event description:
Customer reported on a bravo capsule that failed to attach. In the process of placing the capsule, everything seemed to work as supposed to, but when removing the delivery sys they noticed the capsule was still attached to the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.